Event description:
The implant failed due to pt bone condition. The implant was placed at #44. Traditional 2 stage. Poor bone condition. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We couldn't get any info about implant date.